Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 212, 169, 127 mg/dl. Tests were done within 10 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported. Note - customer not using check strips.